Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (200-309 mg/dl). The contact stated that setting changes were made and additional insulin was delivered, but the bg level elevated. The contact declined tandem technical support's offer to troubleshoot.